Event description:
Clinical Narrative:Impella CP was inserted via the right femoral artery access in a 69-year-old male patient presenting with Acute Myocardial Infarction and Cardiogenic Shock. The patient¿s comorbidities were X. The patient¿s clinical state prior to initiation of support was Society for Cardiovascular Angiography and Interventions (SCAI) Shock Stage D. The patient was additionally supported by inotropes, vasopressors, and respiratory support.The Impella pump was supporting but, the SCAI stage escalated to Stage E with deteriorating patient condition. While on support the the device functions as expected, Performance Level P-9 with 3.6L/min flow with 5% Dextrose in water with sodium bicarbonate in the purge solution.During the support there were signs of hemolysis. The labs and urine tinge lead to the diagnosis by the medical staff. The lactate was elevated at 9.9mmol/L on (b)(6) 2026 and the lactate dehydrogenase (LDH) was 3279U/L on (b)(6) 2026 and 2897U/L on (b)(6) 2026. The team assessed the pump to be in appropriate position and the high Performance Level of the pump was discussed as contributing to the hemolysis.On (b)(6) 2026, day 4 of the support, the decision was made to explant and escalate care to the Impella 5.5 and Extra Corporeal Membrane Oxygenation. The patient survived to explant and escalation.Hemolysis may be influenced by patient-specific factors such as underlying cardiogenic shock, high support levels, and hemodynamic instability.

Manufacturer narrative:
The product was discarded. Dialysis was not started for the hemolysis and the pump was not replaced due to the issue.This is one of two related reports. This report represents the Impella CP and another report was submitted to represent the Automated Impella Controller.This report is being submitted pursuant to the provisions of 21 CFR, Part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by Abiomed Inc, or its employees that the report constitutes an admission that the product, Abiomed Inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.